Event description:
Per oos, this system was removed due to infection. Per call to rep, this system was discarded by the hospital. Also removed were: lumax 340 hf-t, MDR 1028232-2007-00307. Setrox s 53, MDR 1028232-2007-00308, mdt 6947-58m.